Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of a portex® suctionpro 72¿ the internal blue toggle switch on a spring was stuck. The product was malfunctioning while trying to suction the patient. The patient was taken off of the ventilator and was suctioned with a separate suction catheter. The patient's saturation levels went down to 84% with coughing. Following this intervention, the patient's saturation levels came back up within a few minutes. Oxygen saturation measures how much oxygen the blood is carrying compared with its full capacity. An spo2 of greater than 95% is generally considered to be normal. No adverse health outcomes were reported.